Event description:
It was reported that soon after implant when doing a post-procedure check, it was noted that the right ventricular (rv) lead was dislodged. The patient remained on the table, was re-prepped and the rv lead was revised and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: c2tr01 bi-ventricular pacemaker (B)(6) 2014; 6725 adaptor (B)(6) 2014. (B)(4).